Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the keypad overlay found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the keypad overlay by visual inspection where a cracked keypad overlay was noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack in the keypad of the insulin pump and in the middle of the round key. Copper plate inside in the battery cap was loose and falls out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.